Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. A small piece of the plastic covering on the bisector came off. The hospital located the small piece and removed it from the field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Signs of char and tissue was observed on the heater wire. There was no damage to the heater wire. The wire remained attached at the base and the tip of the jaw without any deformation. The silicon insulation on the jaws appeared to be peeled and detached on the cold jaw. The detached part of the silicon was not returned for investigation. Based on the return condition of the device and evaluation result, the reported complaint is confirmed for the reported failure mode " peeled".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. A small piece of the plastic covering on the bisector came off. The hospital located the small piece and removed it from the field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.